Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that infusion set became dislodged during exercise/tube broke making it impossible to use properly and requiring replacement. The patient also reported that tube was bent and infusion set came off when the child was exercising so the device was replaced frequently the injection set until the next medical and consultation was insufficient. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.